Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a hole in the hose near the muffler, the red indication line was missing, the operating noise was above the minimum, the rotational speed did not meet the minimum rotations per minute. It was further determined that the device failed pre-tet for hose verification, muffler tube verification, noise verification and rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.